Event description:
It was reported that when the patient presented for routine follow up, the device was found to be in backup vvi mode. It was recommended that the device firmware be reloaded. The patient exhibited no symptoms, and the device firmware will be reloaded at the next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.